Event description:
Information received by medtronic indicated that, customer reported high blood glucose level. Customer's blood glucose value was 400 mg/dl. It was evident that the customer was using the insulin pump system within 48 hours of reported high blood glucose event and unknown whether auto mode feature was active at the time of event or not. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.